Manufacturer narrative:
The reported failure of power_vbus_dropped and hard_power_fail is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Power_vbus_dropped and hard_power_fail.

Event description:
The trilogy evo ventilator was returned to the third-party service center for evaluation. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device the customers complaint was not confirmed. Error codes in relation to power_vbus_dropped and hard_power_fail were observed in the device event log. The technician confirmed battery replacement was not required. Additionally, during the service of the device, it was confirmed that valves, hoses or tubes, and blower were contaminated and needed to be replaced. The trilogy evo particulate filter and air inlet foam filter were missing and needs to be replaced. The enclosure, input and output ports and connectors, silicone doors, and handle are in good condition. The device was scrapped and no further testing or repairs were performed.